Manufacturer narrative:
A1-a5 there is no patient involvement. H11. Livanova deutschland manufactures s5 hlm, the issue occurred in san francisco, united states. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the s5 hlm cardioplegia pump was running slow. The issue occurred during maintenance. There is no patient involvement.